Manufacturer narrative:
Manufacturing site: (B)(4). The microcatheter was returned for evaluation. The distal segment of the catheter tip was missing. There were cracks made by tensile stress observed at the junction of the tip and catheter shaft. The end of torn tip was flattened and stretched inner jacket and the distal ends of the braid tube were exposed. The above findings suggested that approximately 2mm of the tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the catheter tip was being trapped in the lesion when tensile stress was applied on the catheter. The applied stress would exceed the product design limit and the tip was torn off. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi microcatheter separated during a pci to treat a moderately calcified cto in the rca #3. The microcatheter was advanced over an asahi guide wire. After successful lesion crossing, the physician noted that the catheter tip was separated and located around the rca #2. Multiple devices like snare and suction catheter were used to retrieve the separated tip, however, the attempts failed. The physician determined to leave the separated tip in situ. The pci was resumed but went unsuccessful due to failed wire crossing. The patient was stable after the procedure and discharged home.